Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: the cause of the sepsis was not determined due to insufficient clinical details. The cause of the mechanical interaction with blood could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.

Event description:
An impella cp device was placed in a 78-year-old male with septic cardiogenic shock and a medical history of heart failure, cardiomyopathy, acute on chronic ischemic disease, known coronary artery disease, and renal insufficiency via right femoral access. The patient required inotropes, vasopressors, mechanical ventilation, and continuous renal replacement therapy. During support, laboratory findings were consistent with hemolysis, and the device was repositioned to address inlet proximity to the ventricular wall while pump support was maintained due to hemodynamic instability. The patient continued to clinically deteriorate. The reported patient events included hemolysis and death. These events occurred in the setting of severe septic shock, multisystem organ failure, coagulopathy, high vasoactive requirements, renal replacement therapy, and advanced underlying disease, all of which are recognized contributors to hemolysis and mortality. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient outcome. Patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.